Manufacturer narrative:
This complaint was reopened to add new information. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: patient was revised due to increased blood ion levels and fluid collection as seen on the MRI. Report also noted black tissue surrounding implant and wear on the stem. Doi: 2009; dor: (B)(6) 2012 (right side). Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to increased blood ion levels and fluid collection as seen on the MRI. Report also noted black tissue surrounding implant and wear on the stem.